Event description:
It was reported that two screwdrivers broke during surgery. Alternative instruments were used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
The returned driver was evaluated and found to be fractured as reported. Possible causes include off-axis forces, improper seating within the mating blocker, or over-torquing of the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. A review of the manufacturing records did not identify any issues that would have contributed to this event. The surgical technique guide was reviewed and found to contain adequate instructions regarding proper device usage.

Manufacturer narrative:
UDI number: ni. (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00043.

Event description:
It was reported that two screwdrivers broke during surgery. Alternative instruments were used to complete the procedure. There were no reported patient impacts associated with this event. This is report one of two for this event.